Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during deployment of a 26mm sapien 3 ultra aortic valve, due to heavy calcium in the patient's anatomy, the delivery system balloon ruptured with the valve 80+% inflated. The system was removed, and it was noted that a part of the balloon material was missing. After checking the sheath and performing angiography, the team was unable to locate the missing item.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was retained by the hospital. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was evaluated, the following was observed: a balloon burst of inflation balloon with a piece of missing material and flared distal tip balloon wing. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for delivery system balloon burst was confirmed based on evaluation or returned imagery. Available information suggests patient anatomy (calcification) likely contributed to the event as it was reported that there was "heavy calcium in the patient's anatomy". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for balloon separation during use was confirmed based on evaluation or returned imagery. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as flaring of the exposed balloon wings was evident in the provided imagery. After the balloon bursts, difficulty withdrawing the catheter into the sheath and removing it from the patient can be increased. The altered balloon profile or exposed balloon wings can become caught during removal. In some cases, tortuosity in the access vessel could also cause non-coaxial retrieval angles, which could exacerbate delivery system withdrawal difficulty through sheath. While no difficulty withdrawing was reported, with the compromised balloon assembly normal withdrawal forces applied to retrieve the delivery system into sheath can cause further damage to the balloon and can even cause fragments of the balloon or the distal end of the catheter to separate (at the distal tip/guidewire lumen or y-connector/guidewire lumen joints). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Updated sections e4 and h10- related report numbers.